Manufacturer narrative:
(B)(4): the patient presented with symptoms of inflammation on (B)(6) 2011. The date of the initial procedure is unknown.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure a suture was used. The patient experienced inflammation and the suture did not absorb as expected.